Manufacturer narrative:
H3) a software analysis was performed. It was determined that the software was functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(6). H3: no parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that an error message "an error occurred" when installing application 2.1. No patient was present. Troubleshooting information was provided. Another solid-state drive (ssd) was tried. The ssd was reseated. The medtronic representative (rep) stated that he obtained a new set of software discs which did not resolve the issue. He had not been able to go into 'install from cd' and got an unauthorized attempt message when attempting to load. Technical services (ts) recommended setting the proper date and time on the system and placing a new ssd into the system and to load the software discs. If that didn't resolve the issue, the rep was to an old known working ssd from another system and attempt the software again. The rep later called to report that after a successful computer replacement, getting all the software installed, and importing surgeon profiles, the rep reported the camera cart monitor displayed a black screen upon boot up. The rep soft rebooted the system three times before hard rebooting the system. Upon hard reboot, the camera cart monitor displayed black screen, and the issue was unresolved. The rep ran self-test, under the software information tab. The main cart monitor was connected. The camera cart monitor was disconnected. The external monitor was disconnected. The hud monitor was connected. Under the internal network status tab, all camera cart statuses were connected. In stealthstation configuration under system settings, external display was changed to auto. The system was then rebooted. The issue still occurred. The medtronic representative (rep) switched the hdmi cable's ports: microscope converter and hdmi video output on the main cart computer, and the issue resolved. Ts resolved the issue on call. The rep confirmed camera cart was functioning as intended.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735999, lot number: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.